Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was successfully implanted in a patient without complications. On an unknown day in (B)(6) 2022, the patient returned due to symptoms of heart failure. At an unknown point the patient was noted to have severe aortic valve regurgitation. On (B)(6) 2022, the decision was made to explant the 23mm trifecta gt valve. Upon explant, a stent post tear was observed. An unknown manufacturer device was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to regurgitation and heart failure was reported. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface, which extended onto the bases of all three leaflets. Leaflets 2 and 3 were torn. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated loss of collagen at both tear sites, which could have contributed to the tear. There was also pannus on the inflow surface which could have induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was successfully implanted in a patient without complications. On an unknown day in (B)(6) 2022, the patient returned due to symptoms of heart failure. At an unknown point the patient was noted to have severe aortic valve regurgitation. On 15 july 2022, the decision was made to explant the 23mm trifecta gt valve. Upon explant, a stent post tear was observed. An unknown manufacturer device was successfully implanted. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the 23mm trifecta gt valve had been sized according to the instructions for use. The aortic regurgitation had been confirmed/diagnosed by the implanting physician. The exact date the aortic regurgitation was noted is not known, but was sometime in june 2022. The leaflet tissue of the trifecta gt valve had not been manually manipulated or handled with any unprotected forceps or sharp instruments. The 23mm trifecta gt valve was replace with an unknown size non-abbott device. There was no clinically delay in the explant procedure. The patient did not present with any clinical signs or symptoms at the time of the event. The cause for aortic regurgitation is believed to have been from stent post tear of the 23mm trifecta gt valve. The patient was stable at the time of report.